Event description:
Today we had 5 sets of tubing come apart after we had started the IV on the patient despite the fact that we tightened the connections. On one of the patients, we had to change the linen and mop the floor due to the amount blood and IV fluid leaking. A crna stated he had 2 sets come apart in or today. The following is in addition:1. The tubing connections are either loose or disconnected altogether when pulling new out of the package.2. Nursing will tighten connections, however in some cases the connection will become loose again an allow IV fluid or blood to pool on and around the patient.3. The tubing kinks easily.4. The sample set (for demo & education only) has a small slit in the tubing.the manufacturer has communicated that they want the failed device as well as all unused product back. The manufacturer identified an alternative product which we are using at this time. We have gathered 89 unused sets as well as 1 failed device which will go back to the manufacturer within approximately 4 days. Multiple lot numbers are involved. We understand that our facility is not the only facility that is complaining about the connections not staying tight.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.device #5is this a laboratory device or laboratory test?no.